Event description:
Customer called to report a clear fluid leak from below the coulter lh500 hematology analyzer. Customer stated that the instrument first locked up, so she attempted to reboot the instrument, which was when she observed the leak. Customer stated that patient samples were not affected by the leak, and that no one was harmed by or exposed to the leak. On the following day, the field service engineer (fse) inspected the instrument and found that the leak was coming from the muffler of the compressor. The fse also found that it appeared as though the vacuum trap was installed incorrectly. The fse then reinstalled the vacuum trap and replaced the compressor. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).